Event description:
It was reported that when the device was used during a cardia cancer procedure, after firing it, the surgeon found all the staples were malformed as a "u". So he changed to use another like device, and finished the procedure. The pt was fine and surgery. There was no reported pt consequence.